Event description:
Information received from the patient reported that there was a power-on-reset (por) seen on their implantable neurostimulator (ins) and the therapy had stopped (stimulation went off). The patient was charging the ins at the time the por occurred and was halfway charged. They stated that it was working "then it quit". The patient thought it was the battery but when they tried to charge again and turn the ins on it showed a "warning por code". The por could not be cleared. Additional information received the following day from the manufacturer's representative reported that they were going to help the patient find a physician to allow the por to be cleared. The indication for use for the implanted device was noted as failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.